Event description:
Information received by medtronic stated that the insulin pump diagonal crack on the ok button. No harm was required during medical intervention. The insulin pump was be returned for analysis.

Manufacturer narrative:
(B)(4). Customer complaint: event date: (B)(6) 2016. The customer reported that the insulin pump had a diagonal crack on the ¿ok¿ button. The customer also reported that the insulin pump's time was always advance. Functional testing to be performed, completed: the insulin pump was received with a scratched case, a cracked keypad overlay, a pillowing keypad overlay and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the displacement test and self test. The insulin pump was programmed with the current time and date and monitored for several hours. The time and date are functioning properly. Failure analysis summary: the insulin pump was received with a cracked keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump was monitored and no time/date anomaly noted. The time and date are functioning properly. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.